Event description:
Post closure procedure, a non-occlusive thrombus extension from the occlusive gsv thrombus was detected in the cfv. The pt reported a mild pain. The pt was not hospitalized and placed on lovenox, and coumadin. At time of the last follow-up in 2003, the pt wa asymptomatic.